Event description:
Patient reported a right side "capsular contracture baker grade unknown, and recall." Patient later reported "pain, discomfort, capsular contracture baker grade IV, and simple cysts." Device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: cyst: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety/product/procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient later reported, a right side "pain and discomfort". Capsular contracture, baker grade IV. "Simple cysts" and recall.

Event description:
Patient reported a right side "capsular contracture baker grade unknown, and recall." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure.